Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, upon removal of the delivery catheter system (dcs) from the left subclavian artery, inadvertent removal of the vessel lining occurred during removal of the in-line sheath. There was pulsatile inflow and no evidence of proximal rupture. The arteriotomy was extended; endarterectomy and surgical patch repair were performed. This resulted in good perfusion of distal pulses and wound healing. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.